Event description:
It was reported that during a demonstration training session using a blood vessel model, the coil was inserted into the microcatheter but the implant did not come out. The pusher was pulled and the coil was checked; however, the implant was found not attached. The implant was not found in the model or the microcatheter. There was no patient involvement. Reportedly, as the coil was used on a vessel model, usual check and preparation as in clinical use were not performed in this case.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and is not available to the manufacturer for analysis. Therefore, the alleged product issue could not be confirmed.